Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge change errors during the load process. There was no impact to the customer's blood glucose level. Customer was later able to load another cartridge onto the pump.